Event description:
Potential brake issue with our stryker beds. It appears that a bolt is coming loose which will cause the brakes to not function properly. We have found 10 beds with this issue and 2 of them were missing the bolts. This is a problem with the brake assembly, when the shoulder bolt falls out the brakes will not work at all. Also, the mounting bolts on the lift motor. This holds the motor to the frame of the bed. Almost every one that has a loose bolt on the brakes, was a couple nuts loose, or we find these parts in the pan under the bed. Our facility is pulling all the stryker beds to tighten the affected bolt. With 140 stryker beds this will take a couple of weeks to accomplish.